Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 23.8 mmol/l at the time of the incident and 20.6 mmol/l after treatment. The customer was at 13 mmol/l at the time of the call. The customer treated with bolus. The customer experienced symptoms such as feeling sick, nausea, frequent urination, and dry mouth. The customer was wearing the insulin pump during the incident. The customer believes the insulin pump was not delivering insulin. Troubleshooting was not completed as the customer did not have tubing clamps. The reservoir will not be returned for analysis.